Event description:
It was reported that a cartridge became stuck in the ilet, and when removal was attempted with pliers the connector broke off inside the device, scratching the interior of the ilet; this was characterized as a failure to disconnect involving the reservoir component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the reservoir and a failure to disconnect during cartridge removal. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.